Manufacturer narrative:
A us customer alleged the generation of discrepant results for 2 patient samples tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 00914y). Patient 1 was initially positive for sars-cov-2 (run on serial ID (B)(4)). Upon retest, the sample was negative (run on serial ID (B)(4). The patient was reported as positive. Review of the pcr curve for patient 1 initial run appears normal but has a very late CT for sars-cov-2. It is possible this is a sample which has a sars-cov-2 material concentration near the lod of the assay. Patient 2 was initially positive for sars-cov-2 and flu a (run on serial ID (B)(4)). Upon two retests, the sample was negative (run on serial ids (B)(4) ). The patient was reported as negative. Patient 2 initial run does appear to be a false positive call; some disturbance occurred during the run that affected the fluorescence readings of the instrument. This disturbance could be caused by a minor tube leak inside the instrument or some other external substance introduced into the sample chamber at the start of the run. The analysis performed on the data shows that this is limited to the initial run for patient 2 (sn (B)(4)), and is not systemic. There is no measurable change in performance of the instrument and later runs show no further instances of this disturbance occurring. No issues were identified during investigation of the complaint kit lot (00914y). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of discrepant results for 2 patient samples tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 00914y). Patient 1 was initially positive for sars-cov-2 (run on serial ID (B)(4) ). Upon retest, the sample was negative (run on serial ID (B)(4)). The patient was reported as positive. Review of the pcr curve for patient 1 initial run appears normal but has a very late CT for sars-cov-2. It is possible this is a sample which has sars-cov-2 material concentration near the lod of the assay. Patient 2 was initially positive for sars-cov-2 and flu a (run on serial ID (B)(4)). Upon two retests, the sample was negative (run on serial ids (B)(4)). The patient was reported as negative. Patient 2 initial run does appear to be a false positive call; some disturbance occurred during the run that affected the fluorescence readings of the instrument. No harm or injury was indicated. Two mdrs will be filed, one for each patient.